Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was ventricular fibrillation. On (B)(6) 2015 the customer's blood glucose was low and he collapsed, went for orange juice. After 10 minutes, the caller found him in a chair. The paramedics worked on the customer for approximately an hour, at home, checked his blood glucose, and it had gone up. 10-15 minutes before collapsing, the customer's blood glucose was 40 mg/dl. Upon paramedics' arrival, it was 90 mg/dl. The customer had heart disease. The customer was not wearing the insulin pump at the time of death; it was removed by the paramedics. The customer used sensors a couple of times but was not wearing a sensor at the time of death. The insulin pump isn't available for return because it was lost in the hospital. The device information could not be verified. The information used on this medwatch report is the last known issued insulin pump to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.